Event description:
Patient reported obtaining back to back blood glucose results of 413 mg/dl and 190 mg/dl on the aviva system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the aviva system and the value was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.